Manufacturer narrative:
The incident has been reported to manufacturer on 07/12/2007. Results of analysis will be developed in a follow-up report.

Event description:
A polaris valve was implanted in a pt in 2007 in ventriculo-peritoneal with a pressure set at 70 mmh2o. Since the pt felt headache and seemed to be over drainage, the doctor changed the pressure setting to 150 mmh2o. However, the pt's condition wasn't improved, the doctor returned the pressure to 70 mmh2o. In addition, as the pt infected mrsa, the valve was explanted. The doctor request to check the valve.